Manufacturer narrative:
B3 correction: the initial report indicated 202-oct-17 in error regarding date of event which as been since corrected to 2025-sep-01. G3 update/correction: the initial report indicated date manufacturer received as 2025-oct-17, and should indicate 2025-oct-13. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative on 2025-oct-21. The patient has had a pump refill performed in the meantime that was normal. It was further reported that at the pump refill appointment, the estimated and actual residual pump reservoir volume matched fine and there was no new alarm, further indicating no pump fault. The cause of the motor stall was unknown. The event was resolved as the code 528 /motor stall did not re-appear. The pump remained implanted and in-use. The pump administered baclofen at a dose rate of 483 mcg/day. No patient symptoms were reported. The specific model of the pump was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) indicated the serial number of the pump associated with the event.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient with an implantable pump. It was reported that the hcp contacted the manufacturer representative (rep) about a code 528 on a synchromed 2 pump. Upon further questioning, it was revealed that there was no magnetic resonance imaging (MRI) and the logs showed a motor stall dated on 2025-sep-01 for about 7 minutes. The patient had heard the audible alarm and there were no underdosage symptoms reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.